Manufacturer narrative:
Continuation of d10: product ID sab-6-30 (lot: d018706); product ID unk-nv-nds2 (lot: unknown); implant date n/a; explant date n/a product ID unk-nv-css (lot: unknown);implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during the thrombectomy, the surgeon found stenosis in the m1 segment of the middle cerebral artery and considered directly detaching the solitaire ab stent. During the procedure, resistance was encountered in the rebar 18 microcatheter while using the stent, although the pushwire was not torqued at any time. The patient was confirmed to have vessel stenosis proximal to the thrombus site. The number of passes made with the stent is unknown. The physician attempted to detach the stent three times; however, after multiple attempts, the stent could not be detached. The physician confirmed that the microcatheter tip did cover the stent's proximal marker during retrieval. The stent was ultimately removed from the patient and replaced with another sab-4-20, and successfully resolved the issue. No surgical or medicinal intervention was required. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.